Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: (B)(4). It was reported that both of the patient's leads have migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event estimated.